Event description:
It was reported that the ventilator reset while connected to a pt. The caregiver was unsure which alarms occurred at the time of the reported event. According to the paramedics, the pt coded and had a seizure. The pt was transported to the hospital.

Manufacturer narrative:
Na.